Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device exhibited oversensing of noise on the ventricular channel. There was also an out of range pace impedance alert from approximately two years prior, which was discovered via the patient remote monitoring system. This device remains in service. No adverse patient effects were reported.